Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station experienced an unexpected restart. The customer reported that while outdating ondansetron, the system logged her out and restarted automatically. After rebooting, drawer 2.1 had failed. The medication (ondansetron) was stored in the same drawer. The outdate timestamp and the drawer failure occurred within seconds of each other. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an unexpected restart. A technical support specialist completed full station sync and confirmed the issue was resolved. Root cause identified as a previous hot fix deployment, which caused the medapp to log out during cubie replacement. Once corrected, the application functioned normally. The system functioned as intended after the technical support specialist troubleshot the device.